Manufacturer narrative:
Per manufacture evaluation findings; on the product, it could be determined that the tension wire is worn on the inside. The way the ends have opened up it can be assumed that it has torn under tension. There is also a clear kink at the transition to the flexible area. Impressions/deformation can be seen on the knurled screw, which indicates that this was opened using pliers or something else. The event is filed under internal karl storz complaint ID (B)(4).

Manufacturer narrative:
Per evaluation findings; the shaft is bent at proximal end causing coil separation. Damage to the locking mechanism that correlate with the customer unscrewing it. A possible cause is user error which could have resulted from the use of pliers to unscrew it. The tension rod broken; causing the jaws to not operate. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a 11161ka biopsy forceps flexible. The handle on the biopsy grasper failed and did not open or close. The procedure was ceased and rescheduled for another day. Per the or nurse no injury to the patient as it was never inserted into the patient.

Manufacturer narrative:
Investigation on-going. Product currently has not been returned for evaluation it remains at the facility. Should the product be sent in later with additional information/investigation results a supplemental medwatch will be submitted unsolicited. The event is filed under internal karl storz complaint ID (B)(4). As of today, three other similar case has been found. The manufacture continues to review and investigate.